Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the device was returned with the thumbswitch in the ¿on¿ position, and the cutter is positioned in the cutter window. The thumbswitch was advanced fully to the ¿off¿ position, but the cutter would not advance into the housing indicating an issue with the driveshaft or torque shaft. The strain relief was removed which revealed that the torque shaft was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a hawkone atherectomy device for treatment of a 100mm calcified lesion with chronic total occlusion in the proximal region of the right superficial femoral artery. The artery was 6mm in diameter with moderate calcification and tortuosity.. A 7fr non medtronic sheath was used with a 0.014" non medtronic guidewire. The IFU was followed. The vessel was not pre-dilated. It was reported severe resistance was encountered during advancement of the device, excessive force was not used. Removal difficulties were also met, the physician pulled with resistance removing the device successfully in tandem without injury or intervention. The vessel was post dilated with an evercoss and an impact admiral was used for angioplasty. No patient injury.